Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing broke off right at the tubing connector. No further information available.

Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing had damages (was crushed and completely cut). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing broke off right at the tubing connector. No further information available.